Event description:
It was reported that during a generator exchange visual inspection revealed insulation damage on the right ventricular (rv) lead. The physician elected to repair the damage on the right ventricular lead. There were no patient consequences.